Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43 mg/dl. Reportedly, customer overcorrected via bolus delivery for a prior bg level and abstained from eating. Bg was addressed via consumption of carbohydrates, glass of orange juice and candy. The customer was instructed to consult with healthcare provider regarding bg level.